Event description:
It was reported that the remote transmission was sent to clinic noting non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes will be made when patient comes in the clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.